Manufacturer narrative:
Carefusion complaint number: (B)(4). The service technician performed bench testing. All testing performed using a good known test ac adapter as well as a good known test patient circuit. The ventilator then passed the 93 hour extended tests at the customer¿s settings. The ventilator failed the peep pilot pressure test from the final test for slight non conformities on the accumulator leak test. This slight non-conformity will not affect the way the ventilator ventilates. Resolution: replaced tubing. Unit passed all testing.

Event description:
The customer reported that there was a patient death and this unit is believed to be the backup unit that was in the patient's home. It was reported that may have not been on the patient at the time of the event. There is no report of a malfunction, but customer is unsure if it was placed on patient on or around the same time of the incident. The date of the event and death of the patient is unknown.